Event description:
Coiled ett left in pt post operative in 2000. The next day at 10:15 the pt went into respiratory distress. Rn was unable to suction. The physician arrived and extubated the pt and the pt was placed on mask. When the ett was examined it was noted to be bent in several places.